Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part number: 310.25. Lot number: u346937. Per jde, manufactured date: 10/22/2019. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the 2.5mm drill bit/qc/gold/110 mm (p/n: 310.25, lot #: u346937) was returned and received at us customer quality (cq). Upon visual inspection, the drill bit was broken and the broken fragment was lodged inside the 2.5 hole of the returned drill guide (p/n: 312.280). No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the device was observed to be within the specification. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. 2.5mm drill with quick coupling, 110 mm. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 2.5mm drill bit/qc/gold/110 mm (p/n: 310.25, lot #: u346937). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: gff, gfa, hsz. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the drill bit broke inside of a drill guide and became stuck. It is unknown if there were fragments generated. Procedure outcome is unknown. There was no patient consequence. Concomitant devices: drill guide (part: 312.280, lot: 2502340, quantity: 1). This report is for a 2.5mm drill bit. This is report 1 of 2 for (B)(4).